Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a radiofrequency ablation procedure on (B)(6) 2021. The following day, the patient's pacemaker was found to be in backup operation. It is unknown if any action was taken to address this issue. The patient was stable throughout.

Event description:
Additional information notes that the patient's pacemaker was reprogrammed back to normal settings on (B)(6) 2021. The patient was in good and stable condition.